Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis and no delivery alarm with blood glucose of 280 mg/dl. The current blood glucose was 176 mg/dl. Customer reported the following symptoms related to their high blood glucose was nausea. Customer treated high blood glucose by clearing the alarms. Customer wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer declined troubleshooting for the no delivery alarm. Run manual prime and fill tubing with current set and insulin exited at the quick release set. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.